Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Blood/body fluid noted in the neck region and in the helix housing. Resistance testing and x-ray found the lead was not electrically continuous. Detailed analysis confirmed that the inner coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of placement difficulty.

Event description:
Boston scientific received information that during implant, the right atrial (ra) lead helix was unable to extend, making it difficult to place in the patient. The right atrial (ra) lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.